Event description:
(B)(4). Mood swings, depression, anxiety, brain fog, rashes, knee pain, hip andamp; back pain, joint pain, abdominal pain, inflammation, weight gain, emotional highs andamp; lows, low sex drive, lack energy, lack of drive, depleted attention span, very easily annoyed, changes in eye sight andamp; hearing,hot flashes, night sweats, symptoms of premature onset of menopause , changes in menses, bowl changes.